Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After being inserted into the patient, bubbles were noted when aspirating the sheath through the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.